Event description:
It was reported that the patient was having difficulty charging the ipg. The ipg was replaced with a non rechargeable battery.

Event description:
It was reported that the patient was having difficulty charging the ipg. The ipg was replaced with a non rechargeable battery. Additional information was received that the patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned to bsn.